Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Rep reported that a precision valve was implanted and 4-5 days later it was noticed that the siphon guard split from the housing. The pt underwent a revision.